Manufacturer narrative:
.

Event description:
It was reported that the surgeon inserted a competitor's using the msi-pf and the trailing haptic tore off in the patient's eye. Incision was enlarged and sutures were required. The patient is currently doing ok. The reporter indicated the incident was due to a loading error.